Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for post-dilatation. However, after several inflations, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.